Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette not attached error. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. The event log showed multiple cassette not attached properly alarms. Even though the downstream occlusion (dso) and upstream occlusion (uso) sensors passed all functional testing, the downstream was scratched. Visual inspection found a scratched downstream occlusion sensor, which would cause intermittent issues. The downstream seal was also over glued. Replaced the dso sensor. The device passed all functional tests after the repair.